Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal ceftazidime and intraperitoneal cefazolin (doses, routes, frequencies, and durations not reported) for the peritonitis. On an unreported date, extraneal therapy was discontinued. The patient was reported to have recovered from the peritonitis. Additional information is not available at this time.